Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Functional testing was performed; this showed no problems with occlusion alarms. The reported issue could not be confirmed. The occlusion sensor was replaced as a preventive measure.

Manufacturer narrative:
Additional information was received indicating that the smiths medical cadd legacy pump in this event was used to infuse life sustaining medication.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was beeping and giving error message that line was occluded. The reporter stated that there were no kinks in the line and the pump would not stop beeping unless turned off and turned on again. The patient switched to back up pump. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension. There were no adverse effects to the patients due to the reported event.